Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting shock lead impedance out of range. Technical services (ts) was consulted and recommended reprogramming. No noise was noted and threshold remains stable. The device remains in service. No adverse patient effects were reported.